Event description:
On (B)(6) 2018 that pt's recently replaced feeding tube was broken. The female connector portion of the new enfit feeding tube pulled out of the tube when the rn was disconnecting the tube feed administration set male portion. Prior to that it was spinning inside the tubing which made the separation of the administration set very difficult. Pt is feeding tube dependent. On (B)(6) 018 pt's feeding tube was replaced with a 22 french mic enfit gastrostomy tube (halyard (B)(4)) tube was replaced secondary to previous clogging.